Event description:
Customer reported that she has been experiencing low blood glucose since (B)(6) 2013. Customer reported that she was hospitalized three times between (B)(6) 2014 due to low blood glucose. Customer's blood glucose readings ware 22, 27 and 54 mg/dl. Customer stated that one time paramedics were called because she was unconscious. Customer stated that her insulin pump was not working correctly. Customer stated that it has been delivering more insulin that it was programmed. Customer also stated that she has two chronic conditions gastroparesis and pancreatitis. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.